Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when the healthcare professional opened the aluminum pack to use, the needle and the thread were disengaged and could not be used. Another suture was used to resolve the issue.